Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device available for evaluation? Yes, returned to manufacturer on 11/22/2017. Device returned to manufacturer? Yes. Device evaluation: the pcb00 preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection using microscope magnification was performed. The lens was observed jammed/stuck at the cartridge tube and tip sections. The cartridge was observed with ¿deformed tip¿. The push rod tip overrides the lens in the cartridge. The rod tip protrudes through to the side of the cartridge tip creating a ¿cartridge crack¿, confirming the reported issue. The reported issues was verified on the returned sample. However, based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the rod tip due to the override issue observed on the return. The preload delivery system has not been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a broken cartridge during handling but prior to insertion. There was no patient contact. The product was returned and the pushrod tip was seen to override the lens in the cartridge. The rod tip protruded through to the side of the cartridge tip creating a cartridge crack. No additional information was provided to abbott medical optics.